Manufacturer narrative:
The device was returned for analysis. A visual examination revealed that the balloon was not folded, indicating that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres, as specified in the pcb2cm documentation. The returned device was connected to an encore inflation unit. When positive pressure was applied, deionized (di) water was observed leaking from a pinhole in the balloon, located approximately 1 mm proximal to the proximal marker band. Visual inspection showed no damage to the tip or blades, and all blades were present and fully bonded to the balloon surface. A visual and tactile examination of the device shaft identified no kinks or damage.

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.